Event description:
It was reported that a mechanical malfunction has occurred with the physician's vns programming computer's serial cable. The serial cable's insulator was abraded and the wires have become exposed. A serial replacement for the physician's vns programming computer have been sent and the old serial cable is in process to be returned to the manufacturer.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Information received indicated that the location of the serial cable is unknown. Good faith attempts for product return have been unsuccessful to date. The device has not been received by the manufacturer thus far.